Event description:
Customer states we have a bi polar cord that broke when they were getting ready to plug it in.

Manufacturer narrative:
Customer states we have a bi polar cord that broke when they were getting ready to plug it in. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.